Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had two sensors with missing cannulas and her skin was not penetrated. Blood glucose value was 5.1 mmol/l. Troubleshooting was not completed. The product will be returned for analysis.